Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue: patient has had air bubbles in the pump, and saw the health care provider about it this morning. Hcp reviewed the patient's cartridge filling technique, found it acceptable, and is insisting on pump replacement. Customer support reviewed filling technique again and also found it to be per IFU. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: no defect found. No activity related to compliant observed in black box or pump histories. Unable to duplicate or verify reported issue.